Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The patient was pacemaker dependent and therefore, sensing was not tested. All other lead measurements were noted to be stable and within normal limits. An invasive procedure was performed. The device was explanted and replaced. The pace/sense portion of the implantable defibrillation lead was surgically abandoned, while the shocking portion of the lead remains in service. A chronic rv lead that had been previously surgically abandoned was used for the pace/sense lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.